Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 09/05/2011 to 8/26/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
The customer reported error 133.6080- low battery. There was no patient involvement.